Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the axium implant coil could not be detached. A new instant detacher (ID) was used to successfully detach the axium coil. The devices was removed and the procedure was completed with another device. The first instant detacher was used 3 times but failed to detach the coil but failed. A new ID was successful on the 1st detachment attempt. Manuel detachment was not attempted. No other information is unknown.